Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable alarm. It was reported that the pump exhibited alarm when the patient was asleep, and the cassette volume was 67ml out of 100ml infused. It was also reported that the patient switched to backup pump. No patient injury reported.